Event description:
It was reported to nova biomedical that a consumer received a result of 486 mg/dl on their blood glucose meter. The consumer immediately tested again, using the same meter and test strips getting a result of 273 mg/dl. The difference in the readings was determined to be clinically significant. The test strips in question will not be returned for eval, as the consumer used them up.

Manufacturer narrative:
Nova biomedical awaits the return of the device for eval. Should any significant findings be a result of that investigation, a follow-up report will be filed.